Manufacturer narrative:
One photo was received and evaluated. The photo depicts outside of one side of a shelf carton. A label on the carton confirms the carton belongs to safetyglide needle product from batch #7212773 (p/n 305917). No product itself can be seen in the photo. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a different length, pink-capped needle was packaged and labeled as a green-capped bd safetyglide needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a different length, pink-capped needle was packaged and labeled as a green-capped bd safetyglide¿ needle. There was no report of exposure, injury, or medical intervention.